Manufacturer narrative:
The insulin pump was received with blank display; the problem is isolated to interface board. The insulin pump has cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had a blank display and anomaly persisted after a new battery was inserted. Customer's blood glucose was 120 mg/dl. Troubleshooting performed. The device was not dropped, bumped, or exposed to moisture damaged. No damage was noted on the battery compartment, spring, or battery cap. Customer was advised to clean battery compartment components, install a new battery, and anomaly persisted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.